Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, ab, a female patient with a history of seizures was injected into the right temple area with sculptra aesthetic in an attempt to correct an indentation on the right temple that was formed on the bone after brain surgery. The patient had originally requested to see if body fat could be used in the procedure, but stated that her physician suggested using sculptra aesthetic instead. The patient reported that as sculptra aesthetic was being injected, she informed the physician that she was seeing fluid going into the eye. She stated that the physician thought that it she may be seeing the anesthetic that was administered. The physician continued to administer sculptra aesthetic and the eye went black. She was immediately brought to the ophthalmologist and was informed that the sculptra aesthetic was clogged in her retina and that she had permanent blindness and there was no treatment to reverse this. As of the date of this report, the patient is still blind in the right eye. She stated that she has read the sculptra aesthetic brochure which indicated that the product should not be used on the temple. She is calling to report this incident so that others in the future do no run into the same situation. The patient did not have any information on the lot number or expiration date of the products used. She stated that her physician should have this information. The patient stated that she would be available to answer any questions relating to her case and is open to any phone calls to her. This case is identified in the galderma laboratories l.p. Database as case number (B)(4).